Manufacturer narrative:
Other relevant device(s) are: product ID :neu_unknown_cath, lot/serial#: unknown product type: catheter, ubd: unknown, UDI#: asku. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who had been receiving an unknown dose and concentration of morphine in the past via an implantable pump. It was reported the patient had a history of inflammatory masses. It was noted the patient's device was delivering morphine in the past and the patient has had two granulomas.